Event description:
It was reported that approx two yrs post op, the c5 and c7 locking screws have broken and backed out. The pt reportedly had no complications. The revision surgery was performed and the screws were replaced. Pt was reportedly doing well after the revision surgery.

Manufacturer narrative:
Post op x-rays were reviewed and the screws broken and backing out were confirmed. Fusion did not occur at c5-c6 level. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.